Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against right device. Healthcare professional additionally reported right capsular contracture baker grade iii.device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "deflation" against right device. Healthcare professional additionally reported right capsular contracture baker grade iii. Device has been explanted.